Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Although a temporal relationship exists between the liberty cycler, liberty cycler set and the reported adverse event of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or liberty cycler set and the adverse event of peritonitis. Additionally, there is no allegation or indication any fresenius device(s) malfunctioned or failed to perform as expected. Should additional information become available, the investigation will be reassessed.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was hospitalized for peritonitis from (B)(6) 2018. A peritoneal effluent fluid culture was collected on unknown date and the results were positive for pseudomonas. While hospitalized the patient was treated with vancomycin (dosage, frequency, route and duration unknown). After discharge the patient was treated with cefepime and vancomycin (dosage, frequency, route and duration unknown). The patient was temporarily transitioned to hemodialysis during recovery of the event but is expected to return to pd therapy.